Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited far r-wave oversensing leading to inappropriate automatic mode switch. Programming changes were performed. The patient condition was stable.